Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was fractured and exhibited high pacing thresholds. Patient was asymptomatic. Lead was capped and replaced. Patient condition was good after the event.